Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Structural valve degeneration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the information made available the cause cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event.

Event description:
Patient underwent intervention due to mitral stenosis secondary to degeneration.

Event description:
Article "outcomes after transcatheter mitral valve-in-valve replacement in patients with degenerated bioprosthesis: a single-center experience," j invasive cardiol 2019 november 15. Vol. 31 epub. Abstract: background: this study sought to describe a single center¿s experience with transcatheter mitral valve-in-valve (tm-viv) implantation. This event was opened to capture the following events: (B)(6) patient number 1: patient with a 26mm ce porcine valve implanted 10.58 years underwent valve-in-valve procedure due to mitral stenosis. A 26mm sapien was successfully implanted inside the surgical valve. (B)(6) patient number 2: patient with a 25mm ce perimount valve implanted 9.83 years underwent valve-in-valve procedure due to mitral regurgitation. A 26mm sapien was successfully implanted inside the surgical valve. (B)(6) patient number 3: patient with a 28mm edwards physio ring implanted 12.33 years underwent valve-in-ring procedure due to mitral regurgitation. A 26mm sapien was successfully implanted the physio ring. (B)(6) patient number 4: patient with a 23mm ce perimount valve implanted 5.58 years underwent valve-in-valve procedure due to mitral regurgitation. A 23mm sapien xt valve was successfully implanted inside the 23mm valve. (B)(6) patient number 6: patient with a 27mm ce porcine valve implanted 11.58 years underwent valve-in-valve procedure due to mitral stenosis. A 26mm sapien valve was successfully implanted inside the 27mm valve. (B)(6) patient number 8: patient with a 27mm ce porcine valve implanted 12.33 years underwent valve-in-valve procedure due to mitral regurgitation. A 26mm sapien xt was successfully implanted inside the 27mm valve. (B)(6) patient number 9: patient with a 27mm ce perimount valve implanted 6 years underwent valve-in-valve procedure due to mitral stenosis. A 19mm sapien xt was successfully implanted inside the 27mm valve. (B)(6) patient number 10: patient with a 25mm ce perimount valve implanted 14.33 years underwent valve-in-valve procedure due to mitral regurgitation. A 23mm sapien xt was successfully implanted inside the 25mm valve. (B)(6) patient number 11: patient with a 25mm ce perimount valve implanted 5.83 years underwent valve-in-valve procedure due to mitral stenosis. A 26mm sapien xt was successfully implanted inside the 25mm valve. (B)(6) patient number 13: patient with a 29mm ce perimount valve implanted 8.58 years underwent valve-in-valve procedure due to mitral regurgitation. A 29mm s3 was successfully implanted inside the 29mm valve. (B)(6) patient number 14: patient with a 27mmm ce perimount valve implanted 5.5 years underwent valve-in-valve procedure due to mitral stenosis. A 26mm sapien xt was successfully implanted inside the 27mm valve. (B)(6) patient number 15: patient with 27mm ce perimount valve implanted 5.75 years underwent valve-in-valve procedure due to mitral stenosis. A 26mm sapien xt was successfully implanted inside the 27mm valve.